Event description:
It was reported that a patient underwent an unknown procedure in 2022 and barbed suture was used. It was reported that the device has no circle to use and unable to suture. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4) device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please explain in more detail what do you mean by "can not suture , sxpp1b410 no circle to use" is this an issue with the needle or with the suture? Do you have a photo for visual analysis? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. (B)(4).